Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 25 mg/dl at the time of the incident. The lows started on (B)(6) 2017 after a visit to the chiropractor. The customer has had lows 3 times this week. The customer used food to treat. The customer experienced symptoms such as sweating on the back of her neck, inability to open her eyes, and tongue numbness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer no longer uses the pump in question. The insulin pump will not be returned for analysis.